Event description:
Patient reported an issue with the on and off button of her pump, which required multiple attempts to function. There was no adverse impact to her blood glucose level, as it remained within the normal range. The technical support team instructed patricia on how to press the button more effectively and assisted her in removing the pump from its case. Despite these efforts, the difficulty persisted, so they arranged to send her a replacement pump. Patricia was provided with instructions on returning the faulty pump and informed about the availability of training for the new device through her tandem source account.